Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump using provided information, and the malfunction did not recur after the reset. Customer was instructed to call back if the malfunction code recurred and was informed that it was safe to continue using the pump.